Event description:
The x-ray imaging system was used during a cystoscopic procedure. While the dr was positioning the dual monitor c-arm, the mounting assembly broke off. Dr was able to catch monitors when they fell. Pt was not injured whatsoever. Monitors were set aside and procedure was completed with no problem. Inspection of the monitor c-arm found that the two bolts holding the arm broke off and were level with the column. The remnants of the bolts were removed from the column with a punch. All pieces of the bolts were sent to MFR for evaluation.